Event description:
Additional information was received that dislodgement was confirmed via diagnostic imaging. The rv lead was capped and replaced to resolve this event.

Event description:
During remote follow up, increased capture threshold resulting in loss of capture, decreased pacing impedance and a decrease in sensing were observed on the right ventricular (rv) lead. The suspected cause of the event was due to dislodgement; however this was not confirmed. No intervention has been performed. The patient was stable.